Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 400 mg/dl and moderate ketones. Customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. Customer alleged the reported issue was due to the pump not functioning as intended. Tandem technical support performed a pump system check and verified the pump functioned as intended.